Manufacturer narrative:
Date of event is estimated. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that patient had pain in hip and pelvic area a couple weeks ago. Patient was walking about the block and started having pain. She could hardly walk. The whole hip and groin area were in pain. She was better a couple days later. The other day she was thinking about it and she knew it hurt when she sat down, so she began to think if her device could have caused that. It was noticed that her patient programmer (pp) batteries were low. Patient was wondering if that could have caused pain. Patient stated she did not have pain any more. The change in symptom was considered sudden

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.